Event description:
Philips received a complaint on the v60 ventilator indicating that the tidal volume was low. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. It was advised to check the flow sensor. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution name: (B)(6).

Manufacturer narrative:
In a good faith effort (gfe) response received on 25apr2025 from the authorized service provider, it was stated that the device's diagnostic report (drpt) was not available to be provided. The asp provided that the customer had also refused repair work by the asp. Philips is unable to confirm the final disposition of the device because the customer refused service. No further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.